Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: surgeon noticed the obturator took more force than usual to push down the trocar. Upon inspection the surgeon noticed the proximal seal to maintain pneumoperitoneum had been sliced. New port opened and the same issue occurred. There was no bleeding reported in excess of 500 cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.